Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error message (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se evaluated the event log and confirmed that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error message (110b). The se replaced the solenoid valves (3 and 4) to resolve the issue. The device was checked, cleaned, and functionally tested; the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.